Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a customer/patient received lower readings from his adc freestyle libre sensor than subsequent readings received from a paramedic¿s meter. It was further reported that on (B)(6) 2018 customer began to experience ¿nausea, thirst¿ and other unspecified ¿typical symptoms¿ so he performed a scan and received a reading of approximately 3 mmol/l (54 mg/dl). Paramedics were called and upon their arrival a reading of ¿hi¿ (a reading greater than 500 mg/dl/27.9 mmol/l) was received which was compared to a scan result of 5.1 mmol/l (92 mg/dl). Another hcp reading of 29.6 mmol/l (533 mg/dl) was received. Customer self-treated with an unspecified amount of humalog insulin (pump) and then went to a clinic. At the clinic, customer was diagnosed with hyperglycemia and a nurse treated customer with an additional 4 units of unspecified insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare provider reported a customer/patient received lower readings from his adc freestyle libre sensor than subsequent readings received from a paramedic¿s meter. It was further reported that on (B)(6) 2018 customer began to experience ¿nausea, thirst¿ and other unspecified ¿typical symptoms¿ so he performed a scan and received a reading of approximately 3 mmol/l (54 mg/dl). Paramedics were called and upon their arrival a reading of ¿hi¿ (a reading greater than 500 mg/dl/27.9 mmol/l) was received which was compared to a scan result of 5.1 mmol/l (92 mg/dl). Another hcp reading of 29.6 mmol/l (533 mg/dl) was received. Customer self-treated with an unspecified amount of humalog insulin (pump) and then went to a clinic. At the clinic, customer was diagnosed with hyperglycemia and a nurse treated customer with an additional 4 units of unspecified insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.